Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No product or photo was returned by the customer. The customer complaint of the max plus connector disconnected from gripper y site needle during infusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp1000-c because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported maxplus positive pressure connector had component separation issues. The following information was provided by the initial reporter: "I had a customer complain the max plus connector disconnected from gripper y site needle during infusion."